Event description:
Customer requested a log review for a report of an over infusion of heparin. Event details were reported as follows: the order was for heparin 25,000 units in d5w 250ml; rate 12.4ml/hr; start (B)(6) 2012 0400 and stop (B)(6) 2012 11:28. On (B)(6) 2012, the heparin was restarted at 11am and by 2pm the bag was empty (150-200mls infused in that period). Customer would like to know if the heparin was programmed in guardrails. No patient harm reported. The patient did need to have lab work drawn to check anti-xa level which was therapeutic. Customer states no further patient or event information is available.

Manufacturer narrative:
(B)(4). Device not received, log review only. The requested log review for the reported over infusion of heparin has been completed. The infusion was found to have been programmed using guardrails. The concentration was entered as 2500units/250ml instead of 25000units/250ml as ordered. The user entered a rate of infusion to be 9.8ml/hour which was a dose of 98units/hour. A guardrails soft pop up message informed the clinician that the dose was below the minimum of 400units/hour; the infusion was allowed to continue. A minute later the clinician increased the dose to 984units/hour which increased the rate of infusion to 98.4ml/hour and maintained this rate until finding the bag empty. It was reported that the rate of infusion was to be 12.4ml/hour. No malfunction of the device was alleged or is believed to have occurred. The root cause for the reported over infusion is being attributed a user programming issue.